Event description:
On friday, (B)(6) 2024 I went to an ear, nose, throat (ent) (B)(6), at (B)(6) clinic. He swabbed my right nostril with tetracaine to numb my nose to cauterize. That night I had a horrible panic attack with high blood pressure (bp) and heartrate (hr), and my whole body was shaking. I went back for more cauterizing on monday (B)(6) 2024, and for a check up on tuesday(B)(6) 2024. (I didn't know why I was having panic attacks). He used the drug each time I went in. The attacks were so bad, I couldn't walk. My heart was beating so fast, I felt that I would have a heart attack. I finally traced the time that the attacks started. I called the clinic to ask what drug was used to numb, and was told: tetracaine. Because of the open wounds in my nose, the drug went into my blood stream. I would get panic attacks suddenly almost every day. I researched tetracaine and saw that my symptoms were from tetracaine. The drug was left in my nose each time. It was not cleaned out. I started doing a d-tox around (B)(6) 2024. The attacks continued through (B)(6) 2024. For about the last week or so, the attacks are gone. I had gushing nose bleeds for 3-4 hours since (B)(6) 2024. I was already weak and very stressed. The bleeds were almost every day, so that I was mostly bed ridden. Then the tetracaine happened! The bleeding stopped (B)(6) 2024. Also, the clamp on my nose caused an infection outside my nose. All drs. And emergency medical technicians (emts) told me to clamp high on the nose. Finally an ent told me that clamping high at the nose cartilage, prevents the stoppage of bleeding. Squeezing should be at the low fleshy part of the nose. There is more to this story about the contradictions of information among. Drs about another drug, afrin, that caused serious burning in my nose. Tetracaine: I don't have it. It was used by an ent to numb inside of my nose.